Event description:
It was reported that the pt underwent lumbar surgery from l2 to s1. As the health care professional (hcp) began to tighten the multi-axial screw, the set screw cross threaded. The hcp used a rod reducer. As the hcp tightened the set screw, a piece of the thread sheared; it remained intact with the set screw. The surgeon backed the set screw out and used another set screw without further incident. No pt complications were reported. Reportedly, the pt had good bone quality.

Manufacturer narrative:
(B)(4): the set screw was discarded at the hosp. A review of the device history records is not possible without additional device info.